Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed according to mentor procedures and it revealed a tear measuring approximately 0.3 cm on the anterior view. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced right sided deflation post procedure. The patient visited the physician¿s office and a received a medical diagnosis for the deflation. As a result, device replacement with a new mentor smooth round moderate profile 325cc saline prosthesis was performed.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6685753, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).